Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user ran out of ilet pump supplies during an insurance transition and discontinued pump use, after which a clinician reported difficulty maintaining blood glucose in range; support arranged an overnight shipment of infusion sets, a cartridge, and connectors to enable resumption of therapy. Symptoms included hyperglycemia. Outcomes included no reported injury and no hospitalization. Investigation included review of the event details and troubleshooting with education on interim support while supplies were in transit. Investigation of this case revealed that the device itself was not implicated and that interruption of therapy due to unavailable disposables was the probable contributor to the reported hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined with contributing circumstances external to the device.